Event description:
Distributor returned the device for service unrelated to the reportable event. There was no reported patient harm. During the repair evaluation, it was discovered the power failure alarm would not sound. There was no paient involvement, malfunction detected on technician's bench.